Event description:
The dealer states the backrest frame is broken on the left side at the weld on the back cane.

Manufacturer narrative:
(B)(4) - the device in question has been returned and evaluated for failure confirmation as of (B)(6) 2015. The subsequent analysis confirmed the complaint with respect to the reported issue. According to the returns expanded evaluation report form (see attached to (B)(4)), the backrest frame assembly had a fracture near the weld where the left back tube and cross member back tube are attached. The underlying cause of this issue was not identified during the evaluation. Follow-up filed.

Event description:
The dealer states the backrest frame is broken on the left side at the weld on the back cane.

Manufacturer narrative:
Follow up to be sent if additional information is received.